Event description:
Ipsilateral attachment system deployed prematurely with redundant graft material in the limb. The delivery catheter handle was dismantled to stretch the redundant graft material and to facilitate the removal of the delivery catheter.